Event description:
Per nurse clinical educator communication from (B)(6).: "experienced: intermittent leaking of medication on the central line tubing. Description of event: per patient and son - there are times that the medication starts leaking towards the end of the central line. Adverse event start date (per reporter): (B)(6) 2025 adverse event resolution, if appropriate: on going. Comments: md office via (B)(6) rn is aware." Product lot number unknown. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Unknown; did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown.